Event description:
It was reported that a pump declared a cartridge change error, causing the customer's blood glucose level to rise to 586 mg/dl. In response, the customer administered a correction injection via multiple daily injections and received normal assistance without incapacitation. Technical support provided instructions to inspect and clean various components of the pump and assisted with loading a new cartridge; however, the customer was unable to successfully load the cartridge, leading to a referral for escalated troubleshooting.